Event description:
The clinician reported that nearly 7 months after the dental implant and abutment were placed in ada site 8, loss of osseointegration was verified. A bone graft was performed in type iii bone. Clinician noted fenestration and no infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Moreover, the dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that nearly 7 months after the dental implant and abutment were placed in ada site 8, loss of osseointegration was verified. A bone graft was performed in type iii bone. Clinician noted fenestration and no infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.